Event description:
Patient is on continuous renal replacement therapy (crrt). During therapy the machine turned off and re booted itself. Patient was disconnected from machine and therapy was stopped. Machine was then tagged for service and new therapy with machine was started.